Event description:
It was reported that the customer had a high blood glucose level but not hospitalized. The customer's blood glucose level was 288 mg/dl. The patient has treated with bolus. The customer also reported she a button error alarm on the insulin pump. The troubleshooting was performed. The button error is found during high blood glucose troubleshooting. The customer was asked if any significant events leading to the alarm. The customer responded that she is not aware of any significant events. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up per health care provider instructions.

Manufacturer narrative:
The pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No button error alarms were noted. All buttons functioned properly, but moisture damage was noted on keypad traces. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.